Event description:
Information received indicates the administration set leaked at the connection point. The caller alleged there appeared to be a crack in the connection port.

Manufacturer narrative:
The device was not returned to moog for evaluation. The complaint could not be confirmed.